Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information gathered it appears most likely that during the resident's transfer from the bed to the wheelchair one of the leg clips of the sling detached from the spreader bar of the tempo lift. It was indicated that he resident was pulling on straps for slings by his legs. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The lift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. An on site inspection found the sling involved to be fitted with "grey" clips and it was noticed that the sling is faded with minor fraying on the seams. Production of slings with grey clips has stopped some time ago (between 2005 2006). Following the lift instruction for use (IFU) for these items the sling should be discarded after two years lifetime, or before that, when damaged. The sling involved therefore was significantly past its lifetime. This has not impacted on the performance of the sling when using according to the IFU but this is an indication that the sling should have been withdrawn from use and replaced, and also indicates that the IFU was not being followed. According to the above the sling and the lift which work together as a system were found to have not been to specification when the event took a place. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. It was noticed that the resident was pulling on straps for slings by his legs and it was suggested that this could cause detachment on the sling. From previously performed simulations we know that it appears to be highly unlikely that this specific movement cause a clip to come undone while it is loaded with the person's weight. From a seated position, the knee or thigh is higher than the clip and therefore cannot come under it to kick it off and also from a horizontal position, the knee or thigh is under the clip, but cannot reach it. If the specific movement occurs and a leg sling clip is reached somehow that alone might push off the clip but the moment the movement subsides or the weight is put on the clip again in another fashion, the clip will be pulled down and the pin will move upward again, from the wider aperture into the narrow slot, to become correctly attached again. Based on product knowledge and previously made simulations this then leaves open a possible sequences of events: following all details reported the resident was lifted from the bed, therefore from the horizontal position. From simulations, we know that a person can be lifted from a horizontal position with one of the leg clips not in place. However, typically when the resident is at the end of that transfer, put into a more upright, seated position before lowering to a wheelchair, the weight shifts towards the missing clip strap and the person falls out. Following the above scenario, it appears most likely that the clip was not in place at the start of the lifting procedure and could wiggle off when the patient was put into a more upright, vertical position. There are additional possible causes that also involve use that is not following the IFU: when a transfer occurs from a bed, this means at some point there must be a repositioning from horizontal to seated position. If this scenario occurred in the middle of the resident's transfer this means that the clip was in place and it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself). Also this means that the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. The tempo lift instructions for use (kpx 50550 from july 2004) indicates: to make sure all clips are in place and remain in place and the clip straps come under tension as the weight of the person in the sling is gradually taken up. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of 06/15/2010, that number was de activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #9611530 or medibo (medibo medical products nv / 3004468271) and ah magog (arjohuntleigh magog, inc. / 9681684). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
On 17 mar 2016 arjohuntleigh received a customer complaint where it was indicated that the resident was being lifted with a tempo lift and large clip sling. It was reported that the resident was pulling on straps for slings by his legs. Staff told the resident not to pull on straps when they lifted. He refused and as the sling clip detached from the lift and the resident fell into his wheel chair bruising his chest. Another psw heard the commotion and intervened the sling was hooked up again and the resident was transferred. Staff looked at sling and commented it appeared worn out on clip. The resident treatment was not required.